Manufacturer narrative:
This report is being supplemented to provide additional information based on an olympus representative's visit to the facility. An olympus endoscopy support specialist (ess) went to the facility. Two reprocessing technicians were observed reprocessing scopes. The reprocessing technicians were observed to be properly leak testing, brushing, and suctioning while the ess was present. The technicians used the scope buddy for flushing, and medivator dsd 201 for disinfection. The technicians hung the scopes vertically in the storage cabinet with the variable stiffness in the neutral position and the locks in the free and unlocked position. No deviations were observed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. An evaluation of the device, review of the device history record (DHR), and review of the instructions for use (IFU) were conducted during the investigation. The device evaluation submitted in the initial report was confirmed. In addition, the screws inside the endoscope connector were loose and there were traces of water ingress on the inside. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU (reprocessing manual) contains the following statement to warn the user about using a reprocessor not recommended by the manufacturer: "1.4 precautions: only olympus-recommended or olympus-endorsed aers/wds have been validated by olympus. When using an aer/wd that is not recommended by olympus, the manufacturer of the aer/wd is responsible for validating compatibility of the aer/wd with each olympus endoscope and accessory." The IFU (reprocessing manual) contains the following statement to instruct the user to perform a leak test during reprocessing: "1.4 precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." The root cause of the event is traced to user handling of the device. The user reported using a non-olympus reprocessor. Also, during inspection, a leak was confirmed from the instrument channel and traces of water ingress in the device. This was not reported by the user may have possibly been detected by performing a leak test.

Manufacturer narrative:
The device was returned to olympus for evaluation and service. The evaluation found a leak from the biopsy channel, cracked distal end cover, chip and deep scratch on switch #1, play in the control knobs, deep scratches and chip on distal end plastic cover, bending section cover glue lifted/cracked. There was a cut on the insertion tube boot, and wet on s-cover on the control body and grip side. The internal channel was examine with a borescope and found scratches and molykote in the biopsy channel. The device was serviced and returned to the user facility.

Event description:
2 of 2 reports . The user facility reported that a dye was released to the patient when the snare was retracted into the colonoscope; the user discovered this during an unspecified procedure. It was reported that they did not use a dye on the patient being examined. Based on the user facility¿s investigation, a dye was used on a patient the day before ((B)(6)2020) using the same colonoscope. It was further reported that the scope was used on two patients the next day ((B)(6) 2020); no dye was released on the first patient, as the user did not use a snare during the procedure. The second patient is where the dye was released. The user facility reported that they performed the manual cleaning and used the medivator scope washer thereafter. No adverse event reported. Based on further communication with the user facility, olympus learned that the colonoscope in question was used in a procedure where the physician used dye. The same scope was reprocessed per the ifus and re-used on a few more patients. They noticed that dye was coming from a spot on the endoscope even though dye had not been used in the few procedures immediately prior to this finding. Upon closer inspection, there appeared to be some damage to the scope in a particular area that when pressed upon, dye came out of this damaged area. Customer thinks that this damage may have been on the scope during the procedure when the dye was used, and the dye got into the damaged area and wasn¿t noticed until a few patients and reprocessing procedures later. This report is for the second patient that was examined with the device in which a dye was released to the patient.